Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided by the account a cause for the reported difficult to remove the clip from the anatomy resulting in pericardial effusion, unspecified tissue injury (chord and leaflet damage), tr and hypotension cannot be determined. The reported difficult to remove the cds from the sgc however, appears to be due to tissue being stuck inside of the clip and is therefore, related to procedural conditions. Image resolution poor is related to procedural conditions as imaging was reported to be suboptimal. Tissue injury/damage, tr, pericardial effusion and hypotension are known possible complications associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During initial grasping attempts the clip became stuck on the anterior leaflet. There was a drop in blood pressure, and the clip was inverted and was retracted out of the valve. A pericardial effusion was visualized within the echo and damage was identified on the tricuspid valve. There was poor imaging throughout the procedure and the lack of height within the valve lead to the procedure being discontinued. The clip was unable to be retracted into the steerable guide catheter (sgc) due to tissue being stuck inside of the clip. The sgc and the cds were removed from the patient successfully without any clips implanted. The final tr increased to grade 5. There was no clinically significant delays reported.